Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose event and did the bolus delivery and found that the blood glucose value did not go down. The customer reported blood glucose value of 110 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-397a, mmt-1780kpk. Customer declined the troubleshooting. Customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1780kpk.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0869 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. No delivery alarm or bolus not delivered was not found in the history file or traces on event date of 29-jul-2024 or seven days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The p-cap/reservoir does lock properly. The following were noted during visual inspection: cracked keypad overlay, keypad overlay texture damage, cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). Pump passed functional testing and no under delivery anomalies noted during testing. Unable to verify high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.